Event description:
Information received indicates the siderail will not latch.

Manufacturer narrative:
The technician found a sticky liquid on the siderail latch, preventing the siderail from latching. He replaced the siderail latch and the siderail functioned properly.